Event description:
Patient reported elevated blood glucose levels since (B)(6) 2010. Patient's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). Patient stated blood glucose ranged 19.0-20.0 mmol/l (342-360 mg/dl) during last week. Patient reported contacting the diabetes nurse and she advised to call. Patient uses a competitor's infusion set. Patient stated bolus via the infusion device had no effect so used injections. Patient reported infusion device did not give any error messages or alarms. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.